Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned tasp was fractured. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the persona knee instrument was returned via worn instrument program and that the instrument was fractured. All pieces were returned.